Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during an unk procedure, the tissue pad of the first device was worn off in an hour. With the second device, an error code 5 occurred in two hours. Another device was used to complete the case. There were no adverse consequences to the pt.